Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient did not experience any symptoms related to the empty pump. The cause of the empty pump was unknown. The pump was filled with preservative free normal saline (pfns). The empty pump has not been resolved. At the upcoming appointment the hcp will verify that the volume in the pump matches the programmer and verify no errors on the pump. The provided information has been confirmed with the physician.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. Other medications the patient was taking at time of the event were not available. The date of the event was approximately (B)(6). On (B)(6) it was reported that the pump had been alarming since (B)(6). It has been dry that entire time. The patient was a new patient of the physician. The physician planned to test the integrity of the pump by filling it with preservative free normal saline and check the volume against the programmer after three weeks. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics, troubleshooting actions or interventions were performed. The issue was not resolved. It was unknown if surgical intervention was planned. Patient weight and medical history was asked and will not be made available. Patient status at time of this report was alive - no injury. No further complications were reported.